Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient relayed that while attending product training at their physician's office, the certified diabetes educator (cde) repeatedly inserted and removed the transmitter from the sensor pod. Patient stated during this continuous activity the sensor wire became detached from the sensor. No portion of the sensor wire was reported as being lodged into the patient's skin. The wire was reported as being discarded by the cde. No injuries or medical intervention were reported. Patient indicated no discomfort at insertion site. Sensor pod was not removed according to user guide recommendations.